Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a peek housing cracked with exposed parts issue occurred. It was reported that during a cardiac ablation procedure, the tip joint of the thermocool® smart touch® sf uni-directional navigation catheter was found to be broken. No abnormalities were observed after the catheter was inserted into the patient¿s body and calibrated to zero. The screen frequently flashed when the catheter was adjusted near ablation site. The physician removed the catheter and found the head tip damaged. A second catheter was used to complete the procedure. The head of catheter was not checked before it was inserted into patient body. No patient consequences were reported. The bwi product analysis lab received the device for evaluation on (B)(6)2021. The device evaluation was completed on (B)(6)2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned catheter. Visual analysis of the returned sample revealed peek housing broken with internals parts exposed on the thmcl smtch sf unid catheter. At this time is not possible to determine the root cause of this condition; however, based on the information provided, the condition reported have origin during the procedure. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: using aseptic technique, remove the catheter from the package and place in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. To verify compatibility between the sheath and catheter, advance the catheter through sheath prior to insertion. Any sheath <8.5 f is contraindicated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) correction was noted on (B)(6) 2021 to the 3500a initial as the following was reported in the 3500a initial: ¿it was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a broken tip issue occurred. No internal components were exposed nor sharp/rough electrodes were observed; however, a picture was received and has been reviewed and it was observed that the tip joint was damaged; therefore, this event was assessed as a MDR reportable broken tip issue.¿ it should have stated, ¿it was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a peek housing cracked with exposed parts issue occurred. No internal components exposed nor sharp/rough electrodes were observed; however, a picture was received and has been reviewed by the clinician and it can be observed that the tip joint is damaged; therefore, this event was assessed as a MDR reportable peek housing cracked with exposed parts.

Manufacturer narrative:
The ¿suspected medical device¿ reported in of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under (B)(6). The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a broken tip issue occurred. It was reported that during a cardiac ablation procedure, the tip joint of the thermocool® smart touch® sf uni-directional navigation catheter was found to be broken. No abnormalities were observed after the catheter was inserted into the patient¿s body and calibrated to zero. The screen frequently flashed when the catheter was adjusted near ablation site. The physician removed the catheter and found the head tip damaged. A second catheter was used to complete the procedure. The head of catheter was not checked before it was inserted into patient body. No patient consequences were reported. No internal components were exposed nor sharp/rough electrodes were observed; however, a picture was received and has been reviewed and it was observed that the tip joint was damaged; therefore, this event was assessed as a MDR reportable broken tip issue.

Manufacturer narrative:
H6: investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The investigation summary was completed on 3/5/2021. It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter, and a broken tip issue occurred. It was reported that during a cardiac ablation procedure, the tip joint of the thermocool® smart touch® sf uni-directional navigation catheter was found to be broken. No abnormalities were observed after the catheter was inserted into the patient¿s body and calibrated to zero. The screen frequently flashed when the catheter was adjusted near ablation site. The physician removed the catheter and found the head tip damaged. A second catheter was used to complete the procedure. The head of catheter was not checked before it was inserted into patient body. No patient consequences were reported. According to the pictures provided by the customer, it can be observed that the peek housing is broken in the tip area. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). I